Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances, measuring 127 ohms. The impedances had gradually increased and boston scientific technical services (ts) discussed it is likely due to calcification/scar tissue around the coils. Ts recommended commanded shock testing when the impedances near 145 ohms. This rv lead remains in service. No adverse patient effects were reported.